Event description:
It was reported that a family member was concerned about a nighttime meal announcement made on the ilet device, and log review showed the device was unlocked, a breakfast meal with a reduced amount was selected, and the meal announcement was initiated but not fully delivered due to a low insulin cartridge; prior low and very low insulin supply alerts were present, and a supply change was completed shortly after with delivery resumed. Symptoms included no adverse physiological effects. Outcomes included no medical intervention or clinical impact. Investigation included review of device logs and alert history. Investigation of this case revealed user interaction consistent with an intentional meal announcement followed by an incomplete dose due to depleted insulin supply, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction in the setting of low insulin supply.